Manufacturer narrative:
(B)(4).it was reported that the product safety technician found a seal above the inspiratory filter upside down causing a leak that would not allow the ventilator to pass an extended self test (est). He turned it in correctly and found nothing else wrong with the ventilator which then passed all performed verifications and tests.

Event description:
It was reported that during patient use, the ventilator had a safety valve open condition. There is no report of patient harm, death or serious injury associated with this event.